Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump. Reportedly, the issue resolved on its own while using the same pump charging supplies. Customer¿s blood glucose level was not impacted by the event.